Event description:
It was reported that during setup for a surgical procedure at the user facility, the device overheated. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow up being submitted for investigation results.

Event description:
It was reported that during setup for a surgical procedure at the user facility, the device overheated. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.